Manufacturer narrative:
(B)(4).

Event description:
It was reported a remote transmission revealed inappropriate mode switching episodes due to far r-wave oversensing. The patient experienced feeling palpitations and an irregular heartbeat. Increasing the post ventricular atrial blanking interval was recommended. No further information is available.